Event description:
It was reported that the right ventricular (rv) lead had and episode of high defibrillation impedance. The patient was brought in for a device check and all impedance values were normal. The rv lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products 5076-52 implantable pacing lead 2011 (B)(6). (B)(4).